Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased post-operative pain at the site of their neuromodulation implantable pulse generator (ipg). The surgeon suspects that the absorbable antibacterial envelope to be a causal factor for the patient¿s pain. A revision procedure was performed to reposition the ipg. The absorbable antibacterial envelope was removed. No further patient complications have been reported as a result of this event.